Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. The following were noted duing visual inspection: cracked case near the corner of belt clip rails, broken battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment from the outside body part and insulin pump won¿t turn on. Customer also stated that location of the damage was insulin pump battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.